Manufacturer narrative:
Insulin pump received no button response due to flattened express bolus, esc, act, up, and down button dome switches. No unlocked lcd keypad connector during visual inspection. No cosmetic damage noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's buttons were unresponsive when she attempted to bolus or prime. The customer stated that her doctor said the buttons were not working properly. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.